Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - . - device 5 of 5.

Event description:
Reference number (B)(4). Event occured in united states it was reported that patient experienced an adhesive malfunction on (B)(6) 2026. Infusion set has fallen off during use due to sweating. The patient replaced infusion sets and resumed insulin successfully. No further information is available.